Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported error message could not be conclusively determined. (B)(4).

Event description:
During a follow up, an error message stating erroneous parameters appeared during interrogation of the device. The device was reprogrammed to resolve the issue and the patient condition was good.